Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01591 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure in (B)(6), 2009, to treat her pelvic organ prolapse, rectocele, and cystocele. According to the complainant, post-implantation, the patient experienced extreme pain, erosion of her internal bodily tissue, additional surgeries, dyspareunia, continual bladder and urethra infections, and a bowel obstruction (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.